Event description:
It was reported that there was not a good connection between the automated peritoneal dialysis set and the heater bag during use on a homechoice (hc) machine with the home patient (hp) not connected. The technical service representative (tsr) assisted the caregiver (cg) to reset the hc to remove the supplies. During follow up, the cg stated that the connection was initially fine but the hp had loosened the connection for unknown reasons. Therapy has been going well since this event. No patient injury or medical intervention was indicated in association with this report. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.